Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 470mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 470mg/dl at the time of the call. The customer experienced no symptoms. Troubleshooting was performed and found air bubbles which were removed. The product will not be returned.